Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. The field service engineer (fse) evaluated the device. The fse reported that the blower was making a weird noise. The fan is operational. The fse replaced the blower assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned for clinical use.

Event description:
The customer reported that the ventilator generated an error relevant to blower motor over temperature error. The customer noted that the filters were dirty. The customer reported that the ventilator was in use on a patient at the time of the event occurred. There was no patient harm as a result of the event. The patient information was requested but was not provided by the customer. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 06feb2019. The blower motor assembly was received at philips for evaluation. The blower assembly was tested and failed. The root cause was isolated to the failure of hall sensor and temperature sensor; which led to uneven operation and overheating of blower motor. The failure was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.